Event description:
On (B)(6) 2013 the reporter, the patient¿s mother, contacted animas to report an issue with the reported pump and inaccurate insulin delivery. There was no report of any patient injury or medical attention associated with this issue. No further information about the pump or the patient¿s status was provided. The technical service representative contacted the patient multiple times to obtain further information and to troubleshoot the pump; however was unable to reach her by telephone. As the issue was not resolved, this complaint is being reported.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1: date of submission 11/13/2013, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found no cosmetic damages. Investigation was unable to confirm the inaccurate delivery complaint. Review of pump history did not show any activity outside of normal use. Total daily dose added up correctly and reflected the programmed basal rate. The pump powered up to the verify screen and was exercised for 24 hours with no alarms or delivery interruption. The device passed a 29hr flow accuracy test.